Event description:
The physician elected to replace the pump. A second impella cp was placed. Following placement of the second impella, a suction alarm occurred, and the device was noted to have a kink near the outlet. The physician believed the issue was related to the patient¿s anatomy and elected to keep the second pump in place at p2 support. The second impella was explanted in the procedural area.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.